Manufacturer narrative:
On 12/16/2020, it was reported to mentor that capsular contracture was baker grade IV. The implants were replaced with unspecified gel breast implants. The facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc on the left side and with mentor memorygel breast implant 400cc on the right side and suffered from a bilateral capsular contracture. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.